Event description:
Advanced bionics was notified that the recipient's positioner and part of the electrode array were explanted. The recipient was reimplanted with another cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced pain with device use starting in july 2021. The remaining parts of the implant reportedly became incorporated into the skull. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has experienced a failure in situ. A review of the device history record was completed and no anomalies were noted.  Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed and is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.